Event description:
"The center notified the distributor of a problem on (B)(6) 2012, regarding a cusa excel which was described as follows; "according to the contract (between the distributor and the hosp), the distributor must complete the repair within 10 days. The distributor has not yet reached the deadline of the service period, however the loss of a pt due to the device will create some problems and the distributor expect the hosp to take the issue to (B)(6). The distributor informed us that he was not able to perform the service for the device because of the lack of some spare parts." The unit was not in contact with the pt. The unit is defective and therefore could not be used for a pt who required urgent organ transplant. The unit at this hosp requires replacement of cusa excel ultrasonic board assembly ((B)(4))."

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.